Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the bd (B)(4) pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the customer reported that the needle npe was broken.

Event description:
It was reported that the bd 5mm 31ga pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the customer reported that the needle npe was broken.

Manufacturer narrative:
H.6. Investigation: samples were returned to bdj and two photos of a 31g x 5mm pen needle sample were returned to the manufacturing facility from an unknown lot. No., cat. No. 320129. Visual examination of the returned photos was carried out and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Based on the photos returned and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related.